Manufacturer narrative:
Pump passed rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, self test, active current measurement and sleep current measurement. Pump rewinds properly during testing. No pump error during testing. Unit was programmed with test transmitter link (link 3 gl3). The pump was connected to a test transmitter/sensor and monitored without any connection interruptions. Pump and test transmitter/sensor calibrated successfully. Mg/dl were successfully transfer and display the calibrate your sensor alarm properly after completion of the warmup. A calibration value was manually entered, and unit display the programmed value properly on the display graph. No transmitter anomalies were noted. No low battery alert noted during testing. No insulin flow blocked alarm or unexpected bolus delivery anomalies noted during testing. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on (B)(6) 2024 18:27:00.000, on (B)(6) 2024 17:58:00.000 and on (B)(6) 2024 18:44:00.000. No unexpected low battery alerts or failed batt test listed in the pump trace download. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. No insulin flow blocked alarm or unexpected bolus delivery anomalies recorded in the history/trace files on the event date. All buttons were tested while navigating the menus, and they all worked properly. The keypad overlay was removed to perform visual inspection and found no physical or moisture damage. Pump was cut open to perform visual inspection and found no physical or moisture damage to the keypad assembly, electronic assembly, or motor. The electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case and label damage (stained). No low battery alert noted during testing and no unexpected low battery alerts listed in the pump trace download. Charge/battery lasts less than expected, keypad anomaly, no delivery, rewind anomaly and failed batt test were not confirmed. No communication between pump to transmitter was not confirmed. Cosmetic damage at the screen was not confirmed, however, other cosmetic damage confirmed where scratched case was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced short battery life for pump, scratches on the screen, rejected battery, loud rewind, no delivery, button issue, transmitter short battery life, random calibration request, sensor updating. The customer reported no adverse event. The event involved product(s) mmt-7020la, mmt-332a, mmt-7911na, unomedical, mmt-1880. Customer reported a short battery life or a low battery alarm. Customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage. Customer reported receiving a battery failed alarm. Customer reported a past insulin flow blocked alarm. Customer reported a keypad anomaly and/or stuck button alarm. Customer reported the transmitter battery was not lasting as long as expected. Cust received calibrate now alert or the calibration icon decreased the time for next calibration. Customer reports receiving sensor alert. No harm requiring medical intervention was reported. No product return is required for mmt-7020la. No product return is required for mmt-332a. No product return is required for mmt-7911na. No product return is required for unomedical. It was unknown whether the customer will continue to use the insulin pump or not. No product return is required for mmt-1880.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.